Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusion of the investigation. (B)(4).

Event description:
Arjohuntleigh received a customer complaint where it was indicated that during the resident's lowering process to the bed, the resident started to slide out of top side of sling. Her legs were still in the sling with her upper body on the bed. As a consequence of the event the resident sustained hematoma at back of the head, large contusion on the back of left calf area, left heal cut and right arm wrist to elbow skin abrasion. The resident was sent to emergency room for treatment - 20 stitches in left heal area were applied.